Event description:
It was reported that angioplasty was performed with drug-coated balloon catheter to treat a 90% stenosis in the ostial ramus intermedius after stenting of an 80% stenosis in the proximal-mid left anterior descending artery (lad). Multiple attempts were made to advance an unspecified balloon catheter along an asahi sion guide wire to cross the lesion but were unsuccessful. As resistance was met at the wire tip, the sion guide wire was removed. The end connector of the removed guide wire was found peeled. The procedure was completed with a new guide wire. It was informed that the patient returned to the patient room without any issues and was discharged on the fourth day after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history record review and referring to known similar events, it was presumed that torsion and/or tensile stress generated with wire manipulation might have been locally accumulated on the tip of the sion guide wire while the wire tip was caught by the lesion. Consequently, the outer coil could be loosened at the solder where the outer coil was fixed on the core wire and detached from the solder. Although it was concluded that this event was not attributed to product quality, possibility of fragment left in patient anatomy could not be completely eradicated if the same event were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] breakage of the guide wire.